Event description:
Caller states the patient tested 5.3 inr on the coaguchek s system and 3.9 inr on a comparison lab. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product. Caller states that there are not any more strips, so no product will be returned for evaluation.

Manufacturer narrative:
Will not be returned to manufacturer.